Event description:
The user facility has informed richard wolf medical instruments corporation (rwmic) of an issue regarding a hysteroscope 30° ø 3.9mm wl 217mm, part ID: 8986402, serial # (B)(6). According to the user facility, "the first hysteroscope was clear and the fiberoptics look good. When inserted into the patient and turned on the water flow, the visual field became foggy. The provider tried to use a second scope and had the same issue. The procedure was completed with the second hysteroscope as the visual field was not as impaired as in the first scope." In addition, the reported issue caused a 30 minute delay during a diagnostic hysteroscopy procedure while trying to resolve the issue with the scope, retrieve the back-up device, and try to resolve the same issue with the back-up scope. There is no report of injury to the patient or other personnel.